Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. A 510(k) # is k053529.

Event description:
On (B)(6) 2010 the lay user/patient contacted lifescan to report the one touch ultra 2 meter's casing was broken after the meter was dropped. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On approximately (B)(6) 2010 the patient dropped the reported meter and the casing became cracked and broken; she was not able to use it to obtain blood glucose readings. During this time period the patient continued to take her usual dose of the oral diabetes medication metformin 500 mg three times per day. On (B)(6) 2010 the patient experienced the symptoms of dizziness and an apparent heart attack, and was taken to the emergency room. In the hospital, the patient's blood glucose level was tested to be 195 mg/dl and she was treated with insulin. Troubleshooting revealed there had been no misuse of the product. The meter, test strips and control solution were replaced. The patient allegedly suffered a heart attack after she was unable to test her blood glucose levels for three weeks due to the meter issue, and received emergency medical attention and treatment with insulin. Therefore, this complaint is being reported.